Event description:
This enterprise vrd and delivery stent was pre-deployed at the y-connector's/ prowler select plus microcatheter hub. After the event, is unknown if the same microcatheter was utilized to complete the procedure or if the target site was lost. Prior and after removal from the package, the products were not damaged, and all the products were prep per labeling instructions. Neither the microcatheter nor the distal tip of the enterprise delivery system was re-shaped. The enterprise introducer was completely seated in the microcatheter hub, and the y connector or tuohy was closed after the introducer was correctly seated in the hub to prevent movement. A constant flush was maintained at all times through all the systems. After removal from the patient, neither device (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter) were damaged. The target site was the (mca) middle cerebral artery with a normal aneurysm. No further information was available.

Manufacturer narrative:
It was reported that the microcatheter will not be returned and the lot number is not known; therefore a device history record review cannot be completed. The introduction procedure of the enterprise vrd into the microcatheter is technique driven; requiring proper orientation and positioning of each component of the system. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. Although it was reported that the enterprise introducer was fully seated and secured in the microcatheter hub, it is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. Without the return of the microcatheter for analysis and because it is not known if the same microcatheter was used with other devices after the event, no conclusion can be made regarding its relationship to the event. However, prior to the attempted insertion of the enterprise in the hub, the microcatheter would have been positioned over a guidewire to the target site. It appears that procedural factors may have contributed to the reported event. Therefore, no corrective actions will be taken at this time. Please note: the catalog code (prowler select plus) represents an unknown prowler select plus. The catalog and lot number for the actual product used in the patient is unknown and will not be available.